Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a mildly tortuous, severely calcified lesion exhibiting 90% stenosis located in the ostium, proximal- diagonal branch. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning. The procedure was completed using a non-medtronic device. The patient was reported to be alive with no injury.